Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
In 2006, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. It was reported that the pt had a distal type I endoleak. In 2007, a gore excluder aaa endoprosthesis iliac extender component was implanted and the distal type I endoleak was successfully repaired. The pt tolerated the procedure.